Event description:
The child stopped responding to sound sensations after falling and hitting his head. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications explantation/reimplantation surgery had not occurred as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.